Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the right atrial (ra) lead exhibited decreased p-wave amplitude and an inability to obtain a capture threshold. Chest x-ray showed the ra lead to be dislodged. During the lead repositioning procedure (B)(6) 2019, the pulse generator was found to be flipped upside down in the pocket. In the same procedure, the helix of the ra lead would not extend due to tissue in the helix. The ra lead was explanted and replaced. The pulse generator was sutured down using the suture hole on the device. The patient was stable. Related manufacturer reference number: 2017865-2019-11686.